Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon valvuloplasty (pre-bav) was performed using a 26mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 6mm on the non-coronary cusp (ncc) and 3mm on the left-coronary cusp (lcc). Post-implant, incomplete stent opening (iso) and moderate paravalvular leak (pvl) were noted. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 26mm, non-abbott balloon. No pvl was observed. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of an incomplete stent opening, perivalvular leak, and aortic valve insufficiency was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information, the cause for the reported incomplete stent opening is likely related to anatomical issues, however this cannot be determined. The reported perivalvular leak and aortic valve insufficiency is a result of case-specific circumstances. An unexpected medical intervention was a result of case specific circumstances, as a post-bav was performed. The reported off-label use is related to the valve being implanted into a bicuspid valve. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.